Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a frayed cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have broken pitch cables at the distal end. The broken cable segment that contains the crimp were both still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause was attributed to a component failure. An additional observation related to the customer reported complaint was that the instrument was found to have mechanical indentations on the proximal clevis. Based on the location of the mechanical damage, it is likely related to the broken pitch cables. The root cause is typically attributed to misuse. A review of the device logs for the permanent cautery hook (470183-14/ n10190607-0179) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.